Event description:
It was reported that the tip of the device fell off prior to beginning the procedure.

Manufacturer narrative:
The reported failure mode was confirmed on the returned device. Visual inspection of the device confirmed the presence of a broken off jaw assembly from the insert shaft. The insert shaft was slightly bent as well. The device history review showed no previous repairs or related non conformances. The probable root cause for the broken off jaw assembly form the insert shaft is excessive force. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the device fell off prior to beginning the procedure.